Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of ovarian rupture ("I have a little puncture on one of my ovaries and it busted.") In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced ovarian rupture (seriousness criteria medically significant and intervention required), pelvic pain ("pain getting severe") and menstruation irregular ("heavy irregular periods"). The patient was treated with surgery (she¿s scheduled for essure removal next month, -(B)(6) 2018). Essure was removed. At the time of the report, the ovarian rupture had not resolved and the pelvic pain and menstruation irregular outcome was unknown. The reporter provided no causality assessment for menstruation irregular, ovarian rupture and pelvic pain with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.